Event description:
It was reported that (2) devices were used during a laparoscopic colon. It was reported by the affiliate that the tr35b had dropped out of the tsb35 device twice. Another instrument was used to complete the case. There was no consequence to the pt.